Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described caused by leakage of peritoneal dialysis solution. The peritonitis was manifested by abdominal pain. The same day as event onset, the patient was hospitalized for the peritonitis event. The treatment and action taken with pd therapy were not reported. At the time of this report, the patient outcome was unknown. It was not reported if the patient was retrained on the proper aseptic technique. The reporter declined to provide additional information.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.